Event description:
The customer reported the ventilator went vent inop and alarmed during use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was able to duplicate the reported problem. Review of the device diagnostic code log indicated a vent inop occurrence due to failure of the adc/dac, as well as a restart and 12v/power fail occurrences. The service technician replaced the power supply to address the findings. Extended self testing and applicable final testing was completed and tests passed to operating specifications.